Event description:
Health care professional reports eleven fiber leaks noted by blood in the dialysate compartment during pt treatment. New disposables used to continue the treatments without incident. Estimated blood loss = 250cc. All dialyzers were reused prior to the reported events, exact number of times unknown. Health care professional reports no pt injury or need for medical intervention.